Event description:
--

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated. Numerous troubleshooting techniques were attempted but were unsuccessful. The physician was going to try to interrogate the device with a different programmer. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information, however no further information was available. The available information suggests this device remains in service. Should additional information become available this event will be updated. Subsequently, the device was explanted for normal battery depletion and returned for analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.